Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2025).

Event description:
It was reported that during a port placement procedure, the connector was allegedly broke from the port body. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the connector was allegedly broke from the port body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard implantable port and segment of broken port stem was returned for evaluation. Gross, microscopic visual and functional testing were performed. Under microscopic evaluation, complete circumferential break was noted to the port stem. The edges of the complete circumferential break to the port stem and segment was noted to be uneven. In addition to the physical sample received for evaluation, one electronic photo were provided for review. The photo shows one non power infusion port and broken port stem segment were placed in a clear transparent plastic bag, a complete circumferential break was noted to the port stem and the edges of the break was not clearly visible in the provided photo. Therefore, the investigation is confirmed for the reported port stem fracture and material separation issues. A definitive root cause for the excessive procedural force and/or improper procedural technique could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025), g3, h6 (device) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.